Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5330t313 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the sleeve inflated during the second suction. The catheter was replaced, and there was no injury reported to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without the original packaging. Visual examination revealed no visible damage on the sample. The catheter was fully extended and there was no evidence of kinked tubing. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The flapper valve was also examined, it did not exhibit any damage or flashing. The reported event could not be confirmed, as the event could not be reproduced. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).